Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The patient presented with critical limb ischemia. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in an unspecified vessel located below the patient's left knee. The vessel was severely calcified and moderately tortuous. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter was selected and advanced to treat the target lesion. The coyote es ruptured at 4atm on the 1st inflation. The device was removed from the patient intact. No patient complications were reported and the patient's status is good.